Event description:
--

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device had declared replacement indicator. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any (even slight) changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared replacement indicator earlier than previously estimated.

Event description:
Boston scientific received information that this pacemaker displayed a longevity of 1.5 years in (B)(6) of 2013. The patient was subsequently seen in clinic in (B)(6) 2014 where it was discovered that the device had declared eol in (B)(6) of 2014. The device was also noted to have been in retry at 5 volts. The patient was seen for a surgical procedure where the device was explanted and replaced. The device was returned for analysis. There were no adverse patient effects reported.